Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was not hospitalized. The cause of death was unknown but the caller stated that the customer went to dialysis, lost consciousness and then passed away. Customer was having problems a week before passing. She was combative and had a lot of drugs in her system. The caller stated that the customer had diabetes complications ¿ blood glucose was out of control but the pump helped, kidney failure, heart disease - some minor heart problems, and infection ¿ had a pressure sore on their foot and a partial amputation. The customer¿s blood glucose was in the 200-300 mg/dl range at the time of death. The customer was at 267 mg/dl on the morning they passed away. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller was unable to get the pump out of the fill tubing process, and received a battery out limit and failed battery test alarms. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump primed properly. The insulin pump was received with normal operating currents. No unexpected battery out limit or failed battery test alarm noted. The insulin pump was received with intermittent act, up and down button response due to flattened button dome switches. The keypad connector on lcd is locked properly during visual inspection. The insulin pump was received with energizer alkaline battery. No cosmetic damage noted during testing.